Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #during analysis it was determined that the stylus would not align with the cursor on the screen and therefore the overlay/bezel assembly was replaced and the stylus calibrated. It was also noted that micra software had been updated on this programmer however it has now been removed and the user instructed to contact product support if micra was wished to be added. Concomitant: product ID 229047 software analyzer. (B)(4).

Event description:
The programmer was returned for "repair" and "annual test and calibration." Follow-up determined that a software upgrade had been attempted. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.